Manufacturer narrative:
(B)(4). H6: health effect impact code - biopsy. H6: health effect clinical code - nodule.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced broken sensor wire which occurred on an unspecified number of days after the sensor had been inserted. On may 14, 2024, the patient originally reported a skin reaction that consisted of a pimple, redness, and a lump at the needle puncture site. On june 11, 2024, tech support followed up with the patient and confirmed the patient consulted her primary care physician on (B)(6) 2024, who checked the insertion site and only advised to apply a warm compress to the area. On (B)(6) 2024, the patient consulted a dermatologist due to the redness and pain progressed. The physician performed a biopsy at the insertion site and confirmed there were sensor wire fragments retained under the skin. The doctor successfully removed the sensor wire fragments from the skin and provided stitches. On (B)(6) 2024, she followed up with the dermatologist and had the stitches removed. Eight to nine days later, the patient notified her dermatologist that the incision site was in the healing process. At the time of contact, it was indicated that the patient was stable. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.